Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced pain, adhesions, and recurrent hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and again on (B)(6) 2013 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.